Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head fell to bits, destroyed itself while in mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on 11-oct-2016 that an oral-b power oral care refill precision clean from a pack of 4 fell to bits and destroyed itself while it was in his mouth while he brushed with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016. He reported he had been using an oral-b electric toothbrush for some years now, and he always bought the correct brush heads. No symptoms developed.

Manufacturer narrative:
On 10-nov-2016 product investigation results: reporter returned 2 toothbrush heads on 19-oct-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head fell to bits, destroyed itself while in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a male consumer, age unspecified, reported via phone on 11-oct-2016 that an oral-b power oral care refill precision clean from a pack of 4 fell to bits and destroyed itself while it was in his mouth while he brushed with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016. He reported he had been using an oral-b electric toothbrush for some years now, and he always bought the correct brush heads. No symptoms developed.